Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight and bmi at the time of index procedure - (B)(6). What were current symptoms following the index surgical procedure? Onset date? - came for routine follow up, found on examination 3 months after surgery, closed on (B)(6) follow up awaiting. Other relevant patient history/concomitant medications - no. What is physician¿s opinion as to the etiology of or contributing factors to this event? - no. The initial approach for the index surgical procedure? - retropubic. Any concurrent procedure/device implantation? - no. Were there any intra-operative complications? - no. Describe medical/surgical intervention for exposure including dates and results. - no. What is the patient¿s current status? - awaiting.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe medical/surgical intervention for exposure including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure for sui on (B)(6) 2016 and the mesh was implanted. The patient attended follow up on (B)(6) 2016 and found to have a midline mesh exposure in the old suture line. The patient was referred for urodynamics as urinary symptoms no better. The patient is due to have exposure treated surgically in due course. Additional information has been requested.